Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a total knee surgery, the blade broke at the mount. It was also reported there was a short surgical delay to obtain a replacement blade. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the wear marks observed on the rods would suggest that they were in contact with the top bar during use. When inspecting the returned parts it was found that the rods moved freely indicating no contact between the rod and top bar (i.e. No sticking or friction). Based on the analysis, it would suggest that a vertical force being induced from the handpiece would result in the reported event.

Event description:
It was reported that during a total knee surgery, the blade broke at the mount. It was also reported there was a short surgical delay to obtain a replacement blade. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.